Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient heard beeping from the device. Later, during an office follow-up, the programmer displayed a battery depletion (bd) error. The patient stated that they had recently traveled and had to go through a security check with a wand. Technical services did a review of the device downloaded data and confirmed that the bd error was due to prolonged magnet applications. There is no impact on therapy. The device beeper has now been reset, and the error message has not returned. There were no adverse patient effects reported. The device remains in service.